Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that impedances were fine except for contact 5. The physician reseated the lead and suddenly all 8-15 contacts were all over 40k and the rep checked different rep electrodes. The rep said that they reseated the lead 5-6 times, they heard the screw torque down, and they checked impedances but contacts 8-15 remained over 40k ohms. The rep stated the physician even slightly pulled on the lead in the header block and that didn't show anything. The rep stated the physician had no trouble inserting lead into ins and nothing looked out of the ordinary. No symptoms or further complications were reported.

Manufacturer narrative:
Event is only reportable for product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was not determined. The leads were attempted to be re-sealed several times with no change. The issue was not resolved. No further complications were reported.